Event description:
It was reported that a patient presented in hospital due to a patient alert. Device interrogation revealed high impedance. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.